Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing pre-syncope and bradycardia. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. The noise was reproducible in clinic. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.